Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; loose contact found in the rf (radio frequency) head connector. Analysis also found the ECG (electrocardiogram) connector was loose, the stylus was missing, and the pins of the card reader were cracked. It was noted error in the software updates found. (B)(4).

Event description:
It was reported there was a telemetry connection defect. The programmer was returned for service. No patient complications have been reported as a result of this event.